Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor position encoder error alarm and the settings were erased. The blood glucose at the time of the incident was 238 mg/dl. The alarm history was checked and the customer also found 2 motor error alarms. The customer stated that the device was exposed to x-rays the week prior. Troubleshooting was not able to resolve the issue. The device was returned for analysis.